Event description:
The complainant reported that they have continued problems with transducer drift. They were able to reset the transducer throughout the case. They switched out lot numbers, changed cables, and verified all connections. When the transducer was open to air it stayed at zero, but when they set to close, it drifted. They have also experienced drifting with a competitor's transducer. The account is aware of the issue, monitored the procedure closely, and did not medicating as a result of drift. There was no harm or injury to the patient.

Manufacturer narrative:
Device evaluation summary: the suspect device was returned to merit for evaluation. The device was functionally tested. During the testing procedure, there was no drifting observed and the device functioned within specifications. The complaint was not confirmed; therefore, no conclusion can be drawn. The device history record was reviewed and no specification deviations were noted. The complainant reported that they have had the same problem with a competitor's device. Therefore, it is possible that the operation context caused the failure, although this cannot be confirmed.